Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drug being delivered was 10 mg/ml hydromorphone at 2.098 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient's reason for call was to get the name of a manufacturer¿s representative (rep) or a list of healthcare professionals (hcp) he can see other than his. Where he goes for pump refills is a teaching hospital. He went in for a pump refill and they used a syringe for the 2010 model and they pushed so hard the needle was bending inside him. It was unknown when this occurred. Every time he goes there ¿something stupid happens.¿ the hcp also set his pump wrong with half the dose of medication and forgot to turn the pump back on. This issue occurred ¿a couple months ago¿ prior to the call date of (B)(6) 2018. He has also been in horrible pain since his last pump replacement in 2016 and had been to the ER 10-15 times. Now he cannot do anything and ¿is just a mess because of this hcp¿ since (B)(6) of 2016. He was getting doubled his current dose and concentration. He showed the hcp and he has been increasing it by 5 percent each time. The caller confirmed his pump replacement was due to normal battery depletion. There were no further complications reported/anticipated.